Manufacturer narrative:
(B) (4).

Event description:
Following implant, the pt never had therapeutic effect. The pt was very cold, had no appetite, his head felt full of smoke, and he would lay lifeless curled up. He had also had a burning pain all over his body once a week; now for the last two weeks he had it every day. It started at 2 am or 4 am and "ran for 24 hours." The pt had called the doctor and was told there was nothing more that they could do with him. The pt "feels like killing himself." The device system was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.